Manufacturer narrative:
A boston scientific representative stated that the reprogramming resolved the clinical observations. The physician will continue to monitor this patient via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's remote monitoring system showed oversensing which resulted in a five second pause in pacing identified by this patient's health care provided. The boston scientific representative only identified a two second pause in pacing. Isometrics produced some noise. The right ventricular (rv) sensitivity was reprogrammed and the patient will be seen again in four to six weeks. The patient is pacemaker dependent but was asymptomatic. No adverse patient effects were reported.

Manufacturer narrative:
The source of the reported clinical observations was not identified as system evaluation was not performed at the revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received confirming that a revision procedure was performed. The competitive rv lead was removed from service and replaced. This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.